Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the analog board. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "system fault 37" message. Complainant indicated that there was no patient involvement in the reported malfunction.